Event description:
Boston scientific received information that this patients right atrial (ra) lead and right ventricular (rv) lead exhibited possible electromagnetic interference (emi). Additionally the rv lead had decreased impedances. While checking the patient recently it was noted that the pocket was starting to erode. No intervention has been done as of this date. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.